Event description:
It was reported that the health care professional (hcp) contacted technical services regarding concerns of apparent loss of capture (loc) on an external non-boston scientific monitor in an intensive care unit (ICU) patient with this cardiac resynchronization therapy defibrillator (crt-d). The external monitor displayed ventricular rates in the 30s beats per minute (bpm) with non-capture and brief asystole. Technical services reviewed the rhythm strip with the caller and noted a change in qrs morphology; however, the pacing rate appeared consistent at approximately 60 bpm, suggesting the device was capturing and pacing as programmed. Ts explained that this monitors may be limited in this setting and recommended in-person evaluation, including lead testing, to confirm capture. No additional adverse patient effects were reported. This crt-d remains in service.